Event description:
It was reported that a user experienced loss of glucose readings from a dexcom g7 sensor on the ilet, with intermittent communication failure suspected between devices; the user re-paired with the original pairing code, then elected to replace and pair a new sensor, after which glucose values displayed normally. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed an interoperability communication problem consistent with intermittent communication failure, associated with the electrical and magnetic subsystem and antenna. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.